Event description:
It was reported that the customer had an issue with the motor on her pump. Customer stated that her blood sugar is high because she has a migraine and is nauseated. Customer stated that she received a no delivery alarm and changed out the reservoir and infusion set. Customer started to rewind the pump and then she heard a tapping noise. Customer stated that she tried pressing the insulin through the reservoir and the insulin did not come out on the old set. Customer changed everything and the insulin did come out when she pressed on the little plastic thing. Customer's blood glucose levels were 299 mg/dl and 369 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the reservoir or set for analysis. Customer stated that the pump sounds like a little vacuum. Pump settings were correct. Call was dropped and customer was called back, but the representative was told it was the wrong number. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.